Manufacturer narrative:
The investigation was completed and the clinical evaluation was able to confirm the reported event. There was limited medical records available for review. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. There is not enough information to determine the root cause of the reported event. Devices were not returned for further evaluation. Potential contributing factors to the reported event include; the inadequate overlap (off label) at the index procedure, the increase in lateral angulation of the aorta, and the use of non-contrast CT surveillance due to chronic kidney disease might have contributed to this event.

Event description:
The original procedure films were reviewed and it was noted that the overlap at the index procedure was less than 3cm.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2010 with a bifurcated device and an infrarenal aortic extension. Post procedure showed the overlap was less than 3cm. Upon follow-up, computed tomography showed a limited amount of overlap between the main device and the proximal extension, however no endoleak was observed. On (B)(6) 2016, the physician implanted an infrarenal aortic extension to secure the overlap between the two devices. Patient's condition is stable.